Manufacturer narrative:
Additional information: b5, g3.

Event description:
During a supraventricular tachycardia ablation procedure, after completing the validation process, the system displayed an error message stating "neck patch disconnected" and due to multiple troubleshooting steps, a prolonged procedure occurred. Overall, all of the patches and cables were checked, along with reconnecting the cables and restarting the amplifier and display work station, but the issue remained. Following troubleshooting with no resolution, the procedure was started by utilizing fluoroscopy. There were no adverse consequences to the patient. During further troubleshooting, the navlink was exchanged and the issue was resolved.

Manufacturer narrative:
One ensite velocity navlink module was received for evaluation. Visual inspection revealed the ports and labels were free of physical damage. Visual inspection observed there was no noticeable damage along the cabling¿s outer sheath. The navlink cable assembly was evaluated using known good velocity amplifier and a test station which included a current test. The navlink module intermittently would work or fail based on the pressure to the navx connector port when testing connected to the amplifier which confirms the reported symptom. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The reported event was able to be duplicated. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to an intermittent connection within the navlink module.

Event description:
During a supraventricular tachycardia ablation procedure, after completing the validation process, the system displayed an error message stating "neck patch disconnected" and due to multiple troubleshooting steps, a prolonged procedure occurred. Overall, all of the patches and cables were checked, along with reconnecting the cables and restarting the amplifier and display work station, but the issue remained. Following troubleshooting with no resolution, the procedure was started by utilizing fluoroscopy. There were no adverse consequences to the patient.